Manufacturer narrative:
Device returned to manufacturer - yes. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead was difficult to place and subsequently perforated the ventricular wall as evidenced by a drop in blood pressure during the procedure and confirmation using echocardiography of perforation and pericardial effusion. The rv lead was removed and the perforation repaired surgically along with the implantation of an epicardial left ventricular (lv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.